Event description:
It was reported that oasys polyaxial screw which was implanted at right side was broken 19 months after primary op. The fixation level is 0-c3. The case was atlantoaxial dislocation. After the screw breakage, mildly cervical pain was occurred. Revision surgery is not occurred.

Manufacturer narrative:
Method - complaint history analysis and risk assessment was completed. Results: event description is confirmed via x-rays as the product associated with the incident remains implanted and no revision surgery is planned to date. Complaint history analysis: no previous records. Risk assessment: pt is reporting mild pain but currently does not want a revision surgery. Conclusion: the screw is broken 19 months after the initial surgery which is suggestive that breakage may have been produced in a fatigue mode. However, no definitive conclusion can be drawn in this case due to the lack of info. Without inspection and metallographic analysis of the implant it is impossible to determine the failure cause. Without the serial number of the batch involved the review of mfg files is impossible. Should the device be explanted in the future and add'l info becomes available, this will be reported as supplemental.